Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received an error alarm. The customer¿s blood glucose level was unknown. The customer states the pump had a problem with watch dog time out anomaly, the alarm did not occur during the rewind or prime sequence. The customer was assisted by troubleshooting watch dog time out anomaly as well as for self-test and the customer states can¿t turn on the pump. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.